Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, for the fourth time in use of ligamax, the clip was in a crossed format. Surgery was not delayed and was successfully completed. The scissored clip didn't cut the vessel or duct. Bleeding was controlled with a new product. There was no blood loss and no transfusion was required. There was no change to the procedure as a result of the event. There was no patient consequence, the patient is fine.